Manufacturer narrative:
Additional information provided in b.2., b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that the event occurred during priming there was no patient contact. The surgery completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens stuck in cartridge. Additional information has been requested.